Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited noise and loss of capture. No intervention or patient symptoms were reported. No further information could be obtained.